Manufacturer narrative:
Continuation of d10: product ID a71200 lot# serial# unknown implanted: explanted: product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative spoke with the patient on (B)(6) 2021 and went through the patient controller together. The patient verified that she could not activate multiple programs at the same time.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). A manufacturer representative met with patient on (B)(6) 2021 for reprogramming. It was reported that the patient is able to activate two different groups on her ins.  It was reported that on the app, saw two different programs active and also while reprogramming confirmed the other group appeared to be active when turning down intensity on the other group. They will attempt to get screen shots from patient showing more than one group being activated. It was also mentioned that the implantable neurostimulator sometimes turns off but only with adaptive stim programmed. The manufacturer representative was going to check adaptivestim settings. The manufacturer representative is meeting with the patient again to troubleshoot the week of (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that technical services informed them multiple active groups in the v app is a known issue. Adaptivestim was turned off and the reported turning on and off of the stimulation was resolved. The cause of the loss of stimulation was likelythe intensities set for the different positions. The patient has elected to keep adaptivestim off for now. The two active groups on the clinician programmer is not something the rep was not able to fix. The rep verified with the patient that she is only seeing one active group on her patient controller. The issue has been resolved.